Event description:
The patient was being treated for acute stroke. The occlusion was located in the left internal carotid artery and left middle cerebral artery. The patient had extremely tortuous anatomy. The physician used the penumbra 054 system to open the internal carotid but could not advance the system into the middle cerebral artery. He attempted to use the 041 penumbra system in the middle cerebral artery and noticed significant resistance. He then noticed the separator tip was not moving in a manner consistent with his manipulation of the separator. The separator had fractured near the junction of the proximal transition. He then removed the entire system and stopped the case. There was no patient problems and no material left in the patient.

Manufacturer narrative:
The DHR of this manufacturing lot has been reviewed. The review revealed that all appropriate inspections were completed per process monitoring requirements of 100% inspections where required. In addition, all destructive testing was completed per process monitoring requirements and results met specification. All parts that were released in this lot met specifications.